Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No known adverse event. Customer reported: poor image quality. Refer to expiration date as complaint notification date. The time of event is unknown. This event occurre no report of patient harm. The date of event is unknown.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type?. H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the user facility responded to the good faith effort request via email on 21-mar-2022. The user facility stated the failure occurred on (B)(6) 2022 during pre-inspection check prior to a diagnostic procedure. The patient was prepped, but there was no reported serious injury, death, or delay requiring medical intervention. The endoscope was not used to complete the procedure. The user facility also confirmed that they perform pre-procedural checks and for the product involved as well as follow any instructions for use of accessories and reprocessing. The device was returned and several tests were performed, but it passed and the customer's complaint was not reproduced.